Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the infusion nurse that the bd pegasus plus¿ closed needle protection IV catheter system is damaged at the septum. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: device/batch history record review: as this complaint was an MDR; DHR review was performed on the following sub assembly lot number: 6218792 ¿ this lot number was built on (B)(4), from august 10, 2016 thru august 12, 2016. Review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product the peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) version d was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received one used pegasus unit with an attached q-syte in an opened package from the lot number 6272176. Visual/microscopic examination: the septum was molded using the 16-cavity mold. Damage to the septum top disk. Damage to the column wall is in line with the surface damage of the septum top disk. The damaged septum does lift from the rim of the top body. The residual septum material and adhesive deposits was evident on the rim of the top body. Flow rate test: the flow test was performed on the q-syte unit with and without the pegasus attached. The q-syte flowed at 22.93 liters/hour and the q-syte with pegasus flowed 9.05 liters/hour this meets the minimum flow rate specification of 1 liter/hour. The q-syte was not occluded the water flowed thru the q-syte. The q-syte unit was not blocked nor clogged. Investigation conclusion: root cause: relationship of device to the reported incident: indeterminate ¿ the evaluation of the septum damage/defective locations revealed evidence of residual septum material and adhesive deposits. This is an indication that a bond was provided during the manufacturing process. A definite source that contributed to the slit tears/damage could not be established. Comment: an instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly.

Event description:
It was reported by the infusion nurse that the bd pegasus plus¿ closed needle protection IV catheter system is damaged at the septum. Found during use. No reports of serious injury or medical intervention noted.